Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the emergency room after receiving 25 shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation the rhythm appeared to be due to pulseless electrical activity and it was noted the patient's potassium levels were off. The patient was intubated. The field representative ran auto set up and determined and reprogrammed the s-ICD to a different vector. Boston scientific technical services (ts) was only sent one s-ECG to evaluate, which showed one shock. Upon review of this limited data, it was determined there was at least one inappropriate shock due to decreased amplitude and oversensing which may have been due to CPR or sub optimal potassium levels. Ts suggested sending in the s-ICD memory data for engineering level of review, however the field representative were unaware if the hospital performed the save to disk option. The field representatives in the area also noted it is a remote facility and they have not received any further updates. It was also noted that the patient had end stage renal disease and received dialysis three days a week. The s-ICD remains in service and no additional adverse patient effects were reported.